Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 24 2007. Evaluation summary:failure code 812:02 was confirmed. Inspection of the device found that failure code 812:02 was caused by a defective pump head module. The defective pump head module was replaced.

Event description:
The facility reported an infusion pump with failure code 812:02. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.